Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the pulse generator had exhibited a false alert for battery depletion. After the alert was cleared, the device resumed normal function. The patient's condition post event was fine.